Event description:
It was reported that this right ventricular (rv) lead triggered an alert for high out-of-range shock impedance measurement. The shock impedance measurement has been increasing since implant. Additionally, the patient was seen for a follow-up and the healthcare professional did not see any abnormal measurements nor any noise was noted. The device was reprogrammed to increase the shock impedance limit to 150 ohms. No adverse patient effects were reported. This rv lead remains in-service.

Event description:
It was reported that this right ventricular (rv) lead triggered an alert for high out-of-range shock impedance measurement. The shock impedance measurement has been increasing since implant. Additionally, the patient was seen for a follow-up and the healthcare professional did not see any abnormal measurements nor any noise was noted. The device was reprogrammed to increase the shock impedance limit to 150 ohms. No adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.